Manufacturer narrative:
Follow-up #1: date of submission 03/31/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/13/2014 with the following findings: investigators were unable to power up pump. No black box or history download due to no power. There was visible moisture corrosion in display. Corrosion on battery cap spring. No corrosion in battery compartment. The battery compartment was cracked from case seal to grip. A leak test failed due to cracked pump case. Pump case cracked in the upper right corner between the lens and case seal. Opened pump and removed from case. Heavy corrosion on all internal surfaces.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.